Event description:
Caller alleges imprecision with inratio. Results as follows: first test inr = 3.8, second test inr = 2.3. First test inr = 2.1, second test inr = 1.1. Lot# unk. First test inr = 1.0. Second test inr = 1.1.

Manufacturer narrative:
Inratio precison data provided by en-user lot 060782: first test inr = 3.8, second test inr = 2.3, mean = 2.05; sd = 0.35; %cv = 17.3%. First test inr = 2.1, second test inr = 1.1, mean = 1.6; sd = 2.71; %cv = 44.2. Lot#: unk. First test inr = 1.0. Second test inr = 1.1, mean = 1.05; sd = 0.07; %cv = 6.7. For the second set of data, %cv is greater than 20%. The remaining %cv is less than 20%. Per internal procedure, the precision fails the criteria for precision. The test is not considered precise and further testing is required at this time.